Manufacturer narrative:
(B)(6). Investigation: it was verified the batch record, quality notification and maintenance and no deviation was found. Without samples or photos it was not possible determine the root cause for the defect, since no deviation was found in the process, the samples are important to perform an investigation. Complaint not confirmed.

Event description:
It was reported that the threads on the bd plastipak¿ luer-lok¿ syringe were missing therefore the needle could not be firmly attached. There was no report of injury or medical interventions.